Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer had concerns with no audible or visual alarming for a vtach alarm at a mp70 monitor. The device was in clinical use at the time the issue was discovered. There was no reported adverse event or patient harm reported.

Manufacturer narrative:
Serial number unknown.